Event description:
During use of the device for a non-clinical activity, the user reported the monitor generated an f070 error code. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there were no pt involvement during this event.